Manufacturer narrative:
Plant investigation: the product was not returned; a physical investigation could not be performed. Complaint investigation found objective evidence indicating a product problem, thus the complaint is confirmed. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was able to be confirmed.

Event description:
A user facility biomedical technician (bmt) reported there was a burning smell and smoke coming from the device during dialysis treatment mode. There were no adverse reactions with the patient and the patient completed treatment on another device. The bmt stated there were no reported alarms or issues on the device. The staff could not return all the blood (machine was too hot) to the patient and did not confirm the estimated blood loss (ebl). The bmt stated valve 103 burned up in the bibag hydraulics. The bmt replaced the bibag hydraulic assembly and the problem resolved. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported there was a burning smell and smoke coming from the device during dialysis treatment mode. There were no adverse reactions with the patient and the patient completed treatment on another device. The bmt stated there were no reported alarms or issues on the device. The staff could not return all the blood (machine was too hot) to the patient and did not confirm the estimated blood loss (ebl). The bmt stated valve 103 burned up in the bibag hydraulics. The bmt replaced the bibag hydraulic assembly and the problem resolved. Additional information was requested but was not received to date.